Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7425, serial#: (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator. Product ID: 7425, serial#: (B)(4), implanted: (B)(6) 1997, product type: implantable neurostimulator. Product ID: 37702, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead . Product ID: 3587a, lot#: n089414, implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type: lead. Product ID: 3587a, lot#: l84957, implanted: (B)(6) 2000, product type: lead. Product ID: 3587a, lot#: l46612, implanted: (B)(6) 1997, product type: lead. Product ID: 39565-65, serial/lot #: (B)(4), ubd: 28-feb-2016, UDI#: (B)(4). Product ID: 39565-65, serial/lot #: (B)(4), ubd: 07-dec-2013, UDI#: (B)(4). Product ID: 3587a, serial/lot #: (B)(4), ubd: 30-oct-2010, UDI#: (B)(4). Product ID: 3587a, serial/lot #: (B)(4), ubd: 18-sep-2004, UDI#: (B)(4). Product ID: 3587a, serial/lot #: (B)(4), ubd: 18-sep-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, degenerative disc disease, rsd/causalgia ¿ complex regional pain syndrome and other chronic/intract pain (trunk/limbs). The patient reported that she hadn't been able to lay down all night because stimulation was close to her spine when she laid down and she couldn't sleep that way. Additional information was received from the patient on (B)(6) 2018. The patient reported that when she laid down, stimulation went crazy. Additional information was received from the patient on (B)(6) 2019. The patient reported that with every ins she has had since initial date of implant, when she laid down, stimulation goes crazy and the stimulation goes ¿up and down legs.¿ the patient reported that due to this she had to turn off stimulation when she laid down and then she would forget to turn stimulation back on and then she would be in pain. The patient reported that this had occurred with every implant since initial date of implant. The patient reported that she thought this was normal and that when she laid down she thought the lead got closer to her spine and that was why this occurred. No further complications were reported.